Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump would not turn on after being exposed to moisture. The customer stated the device shows signs of physical damage and there were black splotches under the screen. Customer stated the insulin pump went into the washing machine on accident. Customer stated he took the insulin pump apart to let it dry but it was not working. Customer stated the insulin pump¿s display went blank immediately after insulin pump¿s exposure to moisture. The display has some letters visible according to the customer, but the rest was black. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.